Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that spd discovered that an instrument from the attune knee revision sets was coming apart and flaking materials, and would no longer be usable. There was no patient or procedure impact.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : it was reported that the case had no issues. Spd made aware that an instrument from attune knee revision sets was coming apart and flaking materials and would no longer be usable. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found deformed the spring of the attune rev t-hndl torque drvr. However no signs of breakage were observed on the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces like over torquing. The following annotation is mention on the attune revision knee system fixed bearing surgical technique. Properly handling and attention to the approved use of the device diminishes the risk of failure. Tighten to "click" when assembling instruments with the torque limiting screwdriver assembly to ensure solid assembly throughout preparation and trialing. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune rev t-hndl torque drvr would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 medical device problem code if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.